Event description:
Additional information: patient symptoms resolved two months after onset.

Manufacturer narrative:
Concomitant products: antiseptic. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects: abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
The healthcare professional reported: the patient was injected with juvéderm® volbella¿ with lidocaine in the forehead, under-eye, lip, and nasolabial. "Reaction was occurred on all the injection sites 1 month after the injection". The patient was treated with hyaluronidase (3 flacons), and depot corticosteroid. Symptoms are ongoing.